Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the physicians would investigate at next medical consultation.

Event description:
The event resolved without sequelae (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.

Manufacturer narrative:
Concomitant medical products: it was determined that the incorrect serial number was initially reported to medtronic, and thus the incorrect serial number was provided in the initial report. Follow-up is being performed to determine what the correct serial number is. Serial # has been updated to unknown for now. Concomitant medical products: product ID: 3389-40, lot# :0208500402, implanted: (B)(6) 2014: product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient did not come back in to the clinic for a check up. The cause of the high impedance was not determined, but the patient did not experience any clinical symptoms related to the high impedance, and therapy is still effective.

Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# 0208500402, ubd: 24-jun-2018, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's right lead impedance was high. The etiology was stated to be related to the device/therapy and not related to the implant procedure. The event was considered ongoing. No actions had been taken. No patient symptoms or further complications were reported as a result of this event.